Manufacturer narrative:
No device malfunction is alleged. A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. System logs were reviewed and the data indicates that the system and probes performed normally. Liver failure is a known but rare potential complication associated with thermal ablation in the liver. No additional investigation is planned.

Event description:
A female patient of unknown age presented for microwave ablation of a 4cm hcc in the liver on (B)(6) 2016. The lesion had previously been treated with trans-arterial chemo-embolization (tace) twice, with the most recent treatment being (B)(6) 2015. Two pr probes were used at 65 w for a total of 10 min. The system performed as expected and the patient did well in the immediate post-procedure period. Three days later, the patient developed abdominal pain, which was first attributed to pancreatitis. The patient was showing signs of liver failure with a rapid rise in the total bilirubin (0.9 -> 12.5). A CT scan performed when the patient represented to the hospital showed only the expected post-ablation changes. The ablation zone looked as expected. There were no findings on the CT to indicate that the device malfunctioned, created an unexpectedly large ablation zone, damaged nearby structures, caused portal vein thrombosis, or led to a biliary stricture/obstruction (which could cause liver failure). Given the rapid decline in her liver function, she was seen by the transplant team, but she was felt to not be a good candidate and the decision was made to pursue palliative measures. The patient expired on (B)(6) 2016. No device malfunction is alleged.